Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the product/provided pictures identified the humeral tray has broken and the peg got stuck in the stem (reverse morse taper). Sem analysis provided the following. While the initial failure mode cannot be determined with certainty, the remaining fracture surface artifacts are consistent with bending overload fracture. The fracture likely initiated on the superior side and moved inferiorly around both sides of the taper. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fracture confirmed; " as noted, there is abnormal alignment of the humeral tray and stem consistent with tray fracture. Bone quality appears osteopenic." Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to pain. During the procedure, it was noted that the implant had fractured. The humeral tray was fractured and the peg was stuck in the stem.